Manufacturer narrative:
Zoll medical singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive trouble shooting including full functional testing, charge testing, disarm testing, and shock testing without duplicating a report. The device was recertified and returned to the customer. Review of the device log confirmed the shock button was pressed on both shock events. The log showed the two 200j shocks were within specification. The investigation concluded that the device is working as expected. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device self discharged. Complainant indicated that the patient expired; however was in lividity when the crews arrived and at that time they stopped resuscitation.